Manufacturer narrative:
The reported failure of [active exhalation purge valve closed, active exhalation proportional valve open and nurse call on] is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The trilogy 100 ventilator was returned to a third-party service center for preventative maintenance. The device was not in use by a patient at the time of the occurrence. During the service of the device at the manufacturer service center, the device failed the active exhalation purge valve closed, active exhalation proportional valve open and nurse call on test step during testing. In conclusion, the device's trilogy 100 active exhalation control module and interface board were replaced to address the issue. Additionally, the following parts were replaced for periodic maintenance 1: pollen filter. The technician performed repair test, alarm test, battery test, run in tests and cleaning then confirmed the unit operated properly. The software version was checked. (Ver.14.2.05).